Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow and ok keypad buttons were intermittently responsive and required multiple button presses to elicit a response. It was noted that the ok button was hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2015 with the following findings: the keypad was found to be intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all of the key contacts. Unrelated to the complaint, investigation revealed a dim display with discolored text and multiple cracks in the battery compartment. Also unrelated to the complaint, the audio bolus button was found to be unresponsive. There was no damage observed in the audio bolus button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.